Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Motor error alarm was not verified due to unresponsive buttons. Motor passed motor test. The device had broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at display window corner, minor scratched lcd window, and missing end cap sticker.

Event description:
Customer reported her insulin pump alarmed motor error two weeks ago and button error one week ago. She cleared the motor error but could not clear the button error. She has been using her other insulin pump. Customer's blood glucose is 300 mg/dl. She treated with four units of insulin. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is unable to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).